Event description:
On (B)(6) 2015, a (B)(6) female underwent ureteroscopy with stent placement. No complications noted. On (B)(6) 2015 presented to office for stent removal. Upon removing stent a few cm, the stent would not progress any further. Attempts were made to remove the stent. Unsuccessful. Taken to operating room to remove stent. Found to be kinked at the ureteropelvic junction, essentially doubled on itself. No further complications noted after removed.